Event description:
On (B)(6) - it was reported by the consumer that the unknown model rollator brakes failed to engage while she was trying to reach a soda out of the refrigerator. As a result, she fell, the frame weld broke, the back wheel bent inwards, and she allegedly hurt her arm. No medical attention was sought. Should we receive additional information, we will review this file, and a supplemental MDR report will be submitted.